Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: j0519710v, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The patient reported that their ins kept shutting off, and they were having a real issue with incontinence; their symptoms were the way they were before implant. It was noted their current ins was implanted on their left side. They saw a healthcare provider on (B)(6), where they were told 'many of the leads from 2005 or 2006 the patient had were faulty,' so they created new programs. (The patient had one active lead from 2005 registered, so many leads was interpreted as many electrodes.) The patient's standard programs were deleted, and they were given programs a, b, c, and d. They had used three of the four programs and they had not worked, but they had yet to try program d. The physician assistant and healthcare provider tried reprogramming them twice and the issue was not resolved. They noted they felt the pulsing, but then it would go off in ten minutes. They would then match the communicator with the device, and would feel the pulsation again. They stated they knew what it should feel like and it was shutting off, after it was reviewed the body could adapt to the stimulation. The patient's current setting was 1.10 volts on program c, and they had been on it for at least a week or so. They increased to 1.15 volts on program c while on the call. The patient wanted to know if their pump was shutting off their pelvic health ins. They also reported many times when they tried to connect the communicator and handset to the ins, they received a message the device was not responding, reposition communicator. It did that many times and then would ask them to retry. They noted their issues had been occurring for the past six months. The hcp reported that the patient noticed therapy turning off since (B)(6) 2019, which was when they received their replacement ins and handset device. The hcp planned to follow up with the patient.